Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door obstruction. A field service engineer inspected the station and found that an IV bag had fallen behind the tray, cleared the IV bag and was able to close the door properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 2 was not opening. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.